Manufacturer narrative:
Concomitant medical products: dtmb1qq ICD; 429888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. It was noted that the right ventricular (rv) lead and left ventricular (lv) lead impedance measurements were low. Reprogramming was done to increase battery longevity. The device, rv and lv leads remain in use. No patient complications have been reported as a result of this event.